Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with the given production lot. The instrument is not expected by the investigation site for evaluation and the investigation is completed without identifying a root cause. The instrument was not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, an ophthalmic forceps had foreign material adhered which was used with the cartridge could not be completely removed. The surgery was completed on the same day. No patient impact was reported.